Event description:
It was reported that (1) device was used during a laparoscopic esophagectomy. It was reported by the affiliate that the er420 clip would not feed into the jaw properly. Another device was used to complete the case. There was no consequence to the pt. The device was discarded.